Event description:
It was reported by the rep that the product was used in a low anterior resection. It was reported that the ax55g was fired and the colon was transected. The surgeon did not have any difficulty firing the instrument. The instrument was removed abd the cdh was passed transanally. The cdh appeared in the abdominal cavity and the surgeon discovered that the ax55g did not staple the colon. A ta55 was pulled to staple the colon. The staples did not hold properly so the surgeon had to hand-sew the anastomosis. The surgeon later checked the pt's pelvis for staples and no staples were found. The specimen that was sent to pathology was also examined for staples and none were found. The or time was extended to finish the procedure but there were no other consequences to the pt.